Event description:
A customer in (B)(6) notified biomerieux of a discrepant result associated with vitek ms instrument (reference (B)(4)). The customer reported having one isolate that looked like bacillus spp; however, vitek ms identified the isolate as bifidobacterium with 50-60% probability three (3) times. The strain was grown in blood agar from biomerieux at 36 deg c in air for 24 hours and was a gram positive rod. The customer indicated the matrix was opened for one (1) day, the culture was pure with good incubation and time, and fine tuning was performed on (B)(6) 2016. The customer reported one patient was affected and the discrepant results were reported to a physician. In addition, the results were delayed for seven (7) days; however, the patient was not harmed or treated inappropriately. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
The customer did not have a misidentification but a low discrimination result between bifidobacterium spp. And peptostreptococcus anaerobius. Alternative identification test (bcl card) was performed and bacillus clausii was obtained. Bacillus clausii is currently not included in the vitek® ms knowledge base v2.0. If the strain tested is not in the knowledge base, no species pattern will be available for comparison. Consequently, the system can give noid or as the system is looking for the nearest species pattern, it can also give a low discrimination result. As per vitek® ms user manual workflow 4501-2233 - c, page 8-2, in case of low discrimination result, the customer has to separate species by further testing. The customer should not report any low discrimination result to the physician without additional testing. Based on the investigation, the instrument is performing as intended.